Event description:
A 5.0 x 100 mm angiosculpt device was used in the left superficial femoral artery (sfa) over a viper guide wire, post psi atherectomy. The device was inflated to 14 atm to 30 seconds. Upon withdrawal, resistance was felt when balloon was removed from the sheath. The sheath was almost pulled out along with the device. When balloon came out of the sheath, it was noted that the scoring element was damaged at the distal tip. Additional information received on (B)(6) 2013: post procedure, when patient was in her room, a hematoma was noticed in the left groin. The patient's blood pressure dropped. Pressure was then applied to compress the hematoma. The patient's blood pressure stabilized but the hematoma spread and the skin blistered. The patient is still in house and planned for discharge tomorrow. Surgical consult obtained, no surgery required.

Manufacturer narrative:
A hematoma occurred post procedure. The angiosculpt device was returned for evaluation. Visual examination confirmed a damaged distal bond and scoring element. The transition tubing and intermediate bond was also deformed. H6: the technique used to initially gain vascular access as well as the method to achieve hemostasis following the procedure could have contributed to the development of a hematoma. According to the instructions for use (IFU) for angiosculpt scoring balloon catheters, hematoma is listed as a possible adverse effect of the procedure.